Manufacturer narrative:
Investigation summary: bd received 76 samples and one photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was observed in returned samples. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the device experienced foreign matter in the tube. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: phlebotomist observed sediment on interior wall of tube.